Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implan table neurostimulator (ins). It was reported that after implant, the patient was left with a large knot in the middle of his back. Since the surgery, the patient has experienced constant pain, much of the time the pain was unbearable. The rep said the device became uncomfortable so it was removed on (B)(6) 2019. There were no known circumstances led to the issue. The device was discarded. The issue was reported to be resolved. No further complications were reported.